Event description:
Approximately 3 and a half months post index procedure, the patient developed ventricular tachycardia and was transferred to a different hospital by ambulance. Resuscitation technique was conducted, but the patient deceased. An autopsy was not performed. This complaint is from another country clinical study. The target lesion was proximal left anterior descending artery (lad). The vessel was a type c, restenotic (product unknown), eccentric, diffused, ostial, moderately calcified and bifurcated lesion that had 82.6% stenosis. The diameter of the vessel was 6mm and the lesion length was 30.02mm. In 2005, the patient went in for an emergent case due to heart failure. The lesion was pre-dilated with a balloon at 20 atms. A 3.0 x 33mm cypher stent was implanted at 18atms for 16-30 seconds. A 3.5 x 23mm cypher stent was implanted at 20atms for 16-30 seconds at the proximal end of the initially implanted cypher without a gap. Post-dilation was conducted with a balloon at 16atms. The timi flow grade pre-procedure was 1 and post procedure was 3. The residual percentage of stenosis was 38.6. The patient's medications included the following: heparin, isosorbide mononitrate, aspirin, ticlopidine hydrochloride and warfarin potassium.

Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with the adverse event in which associated manufacturer report numbers are 9616099-2007-00614 and 9616099-2007-00615. Additional information will be submitted upon 30 days of receipt.